Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2018-03389 and 3006705815-2018-03390. Further follow-up indicates the patient's infection has resolved.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2018-03389 and 3006705815-2018-03390. It was reported the patient¿s entire scs system was removed due to an infection. The site of the infection was ipg and lead site. Postoperatively, the patient has antibiotic therapy.